Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
Removal of gamma nail (transverse break of nail in middle of lag screw hole of nail shaft with distal locking screw intact). Gamma nail removed following removal technique. The gamma nail was originally implanted (B)(6) 2011, following op technique with dynamic lag screw and dynamic distal locking screw. The pt was not overweight and in mid-(B)(6).